Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to position the knot; however the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device is being filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using two proglide devices with a 7f sheath after an aortofemoral interventional procedure. Reportedly, the first proglide device was difficult to insert into the anatomy and the sheath bent. The device was removed and a second proglide device was inserted. The suture was successfully deployed; however, when attempting to advance the knot, the snare knot pusher nor the suture trimmer could be inserted into the artery. A nick and spread was performed in an attempt to advance the knot pusher with no success. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.